Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump exhibited a constant remove cassette" alarm during testing. No patient involvement.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed cracks under the lcd lens screen. Review of the event history log showed occurrences of an "unknown cassette type" alarm and a "cassette damaged" alarm. Functional testing was able to duplicate the "unknown cassette" alarm during testing, with other errors found. The investigation determined that the cassette detection pins were stuck and this was the cause of the reported issue. All the cassette detection pins were replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.